Event description:
Reporter indicated that hewlett packard handheld computer would not "power up." Troubleshooting did not resolve the issue.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.